Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into the clinic complaining that his device was beeping. The device could not be interrogated via the wand. No communication could be established. The device was explanted and replaced.

Manufacturer narrative:
The reported no communication was confirmed and was due to a low battery voltage. A longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functionality was tested and no high current was detected. The power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be confirmed.